Event description:
During manufacturer review of a patient's vns programming history, it was noted a faulted systems diagnostics test occurred on (B)(6) 2008 and changed the intended vns settings. All of the settings were immediately corrected except for the off time, which remained at 60 minutes. The off time was not corrected until (B)(6) 2009.

Manufacturer narrative:
Analysis of programming history.